Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, 50 retention samples from bd inventory were evaluated by visual examination and 13 samples were subjected to functional testing and no issues were observed relating to sleeve leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to "identify" a root cause for the indicated failure mode.

Event description:
It was reported the bd vacutainer® safety-lok¿ blood collection set experienced the sleeve falling off. The following information was provided by the initial reporter: translated to english. The customer stated "during several sampling with this device, the rubber part protecting the needle and used to strike the rubber part of the tubes, becomes movable during the tubes change. The blood then flows continuously into the holder. Consequences: the patient is contaminated, the exposure to the blood is maximal for the caregivers and the tubes must be cleaned (because they are contaminated before being sent to the laboratory). Repetitive incident: yes, this phenomenon is observed for the same batch."

Manufacturer narrative:
(B)(4). . Medical device expiration date: unknown device manufacture date: unknown a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® safety-lok¿ blood collection set experienced the sleeve falling off. The following information was provided by the initial reporter: translated to english. The customer stated "during several sampling with this device, the rubber part protecting the needle and used to strike the rubber part of the tubes, becomes movable during the tubes change . The blood then flows continuously into the holder. Consequences: the patient is contaminated, the exposure to the blood is maximal for the caregivers and the tubes must be cleaned (because they are contaminated before being sent to the laboratory). Repetitive incident: yes, this phenomenon is observed for the same batch."